Manufacturer narrative:
The investigation determined that higher than expected vitros na+ (sodium) and vitros k+ (potassium) results were obtained from ortho performance verifier (pv) fluids when processed on vitros 350 chemistry system. The assignable cause of the higher than expected results are suboptimal calibrations. The cause of the suboptimal calibrations is improper protocol. The customer was warming the calibrators and quality controls (qc) for 30 minutes prior to reconstitution, when the IFU states to warm for approximately 60 minutes. Additionally, the customer was using a 1ml pipette and measuring three times to obtain the 3ml required by the IFU for reconstitution; this is incorrect per the IFU, which recommends warming for approximately 60 minutes prior to reconstitution, and to use ¿an automated pipette of equivalent accuracy¿ due to the importance of accurate reconstitution. The customer was also only warming the vitros na+ cartridges for one hour from the freezer, when the IFU states they need to be warmed for two hours from the freezer. The tsc discussed correct fluid and cartridge handling with the customer and advised to use a fixed volume pipette. The incorrect fluid handling and pipette are the likely cause of the suboptimal calibrations, and the incorrect fluid handling also likely contributed to the unacceptable results. It was indicated that a vitros precision test was run and stated to have passed; however, the customer did not indicate which assay the precision test was run on or provide any data from the test so the passing status could not be confirmed. However, the analyzer is not a likely contributor to the events as the customer was able to resolve the issue by improving protocol and calibrating with no corrective action made to the analyzer. There were no historical qc results provided for vitros na+ or vitros k+, and no qc results since the most recent calibration have been obtained. However, a review of the calibration parameters in use during the time interval reviewed confirm that the calibrations were suboptimal and most likely the cause of the higher than expected na+ results. The customer recalibrated using an alternate calibrator kit 2 and alternate pipette, and vitros na+ and vitros k+ accuracy returned to expected performance.

Event description:
A customer obtained higher than expected vitros na+ (sodium) and vitros k+ (potassium) results from ortho performance verifier (pv) fluids when processed on vitros 350 chemistry system. Vitros na+ pvi lot f6662 results of 139.0, 148.0, and 140.5 mmol/l versus pvi midpoint of 118.3 mmol/l. Vitros k+ pvi lot f6662 result of 3.6 mmol/l versus pvi midpoint of 2.92 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros na+ and vitros k+ results were obtained when the customer was processing non-patient fluids. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).